Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a lynx was implanted into the patient on (B)(6) 2016. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); back pain; vaginal pain; pelvic pain; painful intercourse; difficulties with bowel motions; recurrent incontinence; aggravated incontinence. Surgical interventions: on (B)(6) 2016 the patient underwent further surgery regarding the lynx implant under general anesthesia for the following purpose: to fix original surgery on (B)(6) 2016. The patient could not urinate for 7 days so they had to go back on and fix it; it has never been the same since. Nonsurgical treatments: on (B)(6) 2018 the patient commenced pain medication: panadol rapid for the treatment of: pain in stomach and bladder as patient feels it has slipped. Treatment duration: 2 years. On (B)(6) 2020 the patient commenced other medication (please specify): vagifem low for purpose: to tighten patient's vagina and help bring her bladder that is hanging out of her vagina back into place. Treatment duration: 1.5 yrs. The patient was treated with physiotherapy treatment (including pelvic floor exercises or training).